Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a break at the site of the wire exchange port, approx. 119cm distal to the distal end of the strain relief.

Event description:
Reportable based on device analysis completed on 17may2023. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.25 x 38 synergy drug-eluting stent (des) was advanced but failed to cross the lesion. The procedure was completed with a 2.25x38mm synergy des. There were no patient complications reported. However, returned device analysis revealed a shaft polymer extrusion break.